Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. The ceiling cover came down, exposing the cables inside of it. The issue was confirmed by a photographic evidence. There was no injury reported, however we decided to report the issue based on the potential it could lead to detachment of the cover and any parts falling off into sterile field may cause contamination. According to the service technician, ceiling cover was fixed and put back on place. Device was returned to use. It was established that when the event occurred, the surgical light did not meet its specification as the ceiling cover came down, exposing the cables inside of it and contributed to event. The device was not being used for patient treatment at the time when the event occurred. Comparing the number of complaints with the install base we conclude that the occurrence ratio is very low. The ceiling cover slid down the satelite tube and remained attached to the tube. The photographic evidence shows that the flat cover is not supplied and designed by getinge. The flat cover was probably added to cover the ceiling tile having a larger opening than the curved cover. The installation manual proposes 2 solutions of satelite ceiling covers, flat or curved. In both cases the retaining joint was designed to support the weight of the cover and cannot support the additional weight of an external element. The solution is to mechanically link this additional flat cover to the ceiling tile or to adapt the ceiling tile with a smaller opening than the curved cover. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h6 investigation findings, h6 investigation conclusions and h10 additional manufacturer narrative fields deems required. This is based on the additional information that has been received. Previous h6 investigation findings: operational problem identified/device incorrectly reprocessed/device incorrectly assembled during reprocessing/4231. Corrected h6 investigation findings: manufacturing process problem identified/installation problem identified//3201. Previous h6 investigation conclusions: cause traced to user/failure to follow instructions/18. Corrected h6 investigation conclusions" cause traced to training//27. Previous h10 additional manufacturer narrative: getinge became aware of an issue with volista standop surgical light. The ceiling cover came down, exposing the cables inside of it. The issue was confirmed by a photographic evidence. There was no injury reported, however we decided to report the issue based on the potential it could lead to detachment of the cover and any parts falling off into sterile field may cause contamination. According to the service technician, ceiling cover was fixed and put back on place. Device was returned to use. It was established that when the event occurred, the surgical light did not meet its specification as the ceiling cover came down, exposing the cables inside of it and contributed to event. The device was not being used for patient treatment at the time when the event occurred. Comparing the number of complaints with the install base we conclude that the occurrence ratio is very low. The ceiling cover slid down the satelite tube and remained attached to the tube. The photographic evidence shows that the flat cover is not supplied and designed by getinge. The flat cover was probably added to cover the ceiling tile having a larger opening than the curved cover. The installation manual proposes 2 solutions of satelite ceiling covers, flat or curved. In both cases the retaining joint was designed to support the weight of the cover and cannot support the additional weight of an external element. The solution is to mechanically link this additional flat cover to the ceiling tile or to adapt the ceiling tile with a smaller opening than the curved cover. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Corrected h10 additional manufacturer narrative: getinge became aware of an issue with volista standop surgical light. The ceiling cover came down, exposing the cables inside of it. The issue was confirmed by photographic evidence. There was no injury reported, however, we decided to report the issue based on the potential that the detachment of the cover and fall off any parts into sterile field may lead to contamination. According to the service technician, the ceiling cover was fixed and put back in place. The device was returned to use. It was established that when the event occurred, the surgical light did not meet its specification as the ceiling cover came down, exposing the cables inside of it and it contributed to the event. The device was not being used for patient treatment at the time when the event occurred. Comparing the number of complaints with the install base we conclude that the occurrence ratio is very low. The ceiling cover slid down the satelite tube and remained attached to the tube. The photographic evidence shows that the flat cover is not supplied and designed by getinge. Although it does not follow the getinge recommendations mentioned in the installation manual (01784 rev. 13, pages 48-52), the flat cover was added to cover the ceiling tile having a larger opening than the curved cover. The installation manual proposes 2 solutions of satelite ceiling covers, flat or curved. In both cases the retaining joint was designed to support the weight of the cover and cannot support the additional weight of an external element. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista standop surgical light. The ceiling cover came down, exposing the cables inside of it. The issue was confirmed by a photographic evidence. There was no injury reported, however we decided to report the issue based on the potential it could lead to detachment of the cover and any parts falling off into sterile field may cause contamination.